Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulator was not doing anything good for them. Patient also mentioned that sometimes the stimulation would turn off on its own, like this morning. Patient said they went back to their doctor 2-3 weeks ago and watched their doctor send a message to a representative (rep) to see if there was any kind of adjustment to be made before they just took the device out. Patient said the rep did some readjustments after they got the implant already. Patient wondered if reprogramming could be done over the phone. Agent reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to reps in the field for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.